Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the hospital purchased a safety disk for the cs100 intra-aortic balloon pump (iabp) and would like it to be changed.

Manufacturer narrative:
Based on additional information received it has been determined that the reported issue was not a complaint.

Event description:
Based on additional information received it has been determined that the reported issue was not a complaint.